Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced.

Event description:
The hospital reported that, during a case, the unit did not switch to battery backup during a power outage. There was no reported patient injury.